Event description:
The customer reported being hospitalized for high blood glucose of 715 mg/dl. The customer stated that she was taken to the hospital by the ambulance as she was unable to lower her glucose level. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.